Event description:
A report was received that the patient underwent an explant procedure. The patient had several falls (not device related) in the past and the device was not working properly. The physician did not suspect any malfunction. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8116-50 serial # (B)(4) description: scs paddle lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure. The patient had several falls (not device related) in the past and the device was not working properly. The physician did not suspect any malfunction. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the physician also explanted lead sc-2138-50 (s/n (B)(4)). The patient had been experiencing low back pain and leg pain prior to the explant. Additional suspect medical device components involved in the event: model # sc-2138-50 serial # (B)(4) description: linear lead, 50 cm with pre-loaded 0.012 inch stylet the explanted lead sc-2138-50 (s/n (B)(4)) was not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted lead sc-2138-50 (s/n (B)(4)) found that no anomalies or deviations potentially related to the event occurred during manufacturing.